Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation it was noted the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing of noise, loss of capture, decreased sensing and high out of range pacing impedance measurements. Review of the daily measurements found that the pacing impedance measurements had spiked approximately three months earlier. The patient is not pacemaker dependent and the oversensing only lasted for approximately one second. A fracture was suspected, but not confirmed, so the device was reprogrammed to only pace and sense in the atrium; thus electrically abandoning the pacing portion of the rv lead. Approximately a week later the patient underwent a revision procedure where the rv lead was surgically abandoned. The ICD remained in service and a new rv lead was successfully implanted. No additional adverse patient effects were reported.